Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported post-paced t-wave oversensing was observed during bi-v pacing. The physician programmed the device to rv pacing only. The patient condition is good.